Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. The lv pacing impedance was consistently low at 133 ohms since (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, insulation damage was observed on the lead. The damage was repaired during the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.